Event description:
It was reported that the device delivered inappropriate therapies. High lead impedance was also noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. This caused an intermittent open circuit.